Event description:
I was recommended a bhr (burmingham hip resurfacing) by my doctor to resolve problems with osteoarthritis in both of my hips. I was told that it would preserve my hips for 15 - 20 years prior to needing a thr (total hip replacement). The procedure consisted of having the smith and nephew metal on metal system implanted into both my hips. The second hip procedure was performed on (B)(6) 2008. Immediately after the procedure my hips did feel better. But after approx 3 years I started noticing slight pain in my hips that I contributed to the resurfaced hips being in system and did not worry about it right away. Then I started to realize that the pain was there more and more every day and started to feel swelling in my hips. It is to the point now that I feel pain and swelling 24 hours a day. I have problems sitting or standing for an extended period of time. I mentioned to my primary care physician a month earlier that my hearing has not been good lately. After starting the tests for my hips I saw that loss of hearing is a side effect of cobalt poisoning. I have noticed that I have been losing mobility as well as other symptoms as days go by. I finally decided to see the doctor because this just did not seem right. I was starting to feel all the same symptoms I had prior to the first surgery. After a few consultations and tests it has been recommended, by the doctors, that both hips should come out and the sooner the better. They feel that I should have a bi-lateral hip revision within the next couple of months and that I should do it sooner rather than later. I can no longer enjoy activities such as golf or going to a movie or restaurant because of the pain and discomfort that come with having to walk or even sit for an extended period. I have no idea on how much damage has been done to me so far and more importantly is how much future damage and continued care I will need as a result of these faulty implants. I have been taking all necessary tests to prepare to remove the smith and nephew metal on metal implants to replace them with the safer and more conventional plastic and ceramic implants. Same pt as mw5029507.